Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter stated that the audio bolus button was missing and unresponsive. The reporter alleged that the response issue had occurred first. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad cover was torn off the contrast button. The audio bolus button was intact. During testing, the audio bolus button was functional; the ok, up arrow, and down arrow keypad buttons were responsive. During investigation, evidence of contamination was found under the up arrow, down arrow, and contrast key contacts. Unrelated to the complaint, the contrast keypad button was intermittently unresponsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.